Manufacturer narrative:
The insulin pump passed functional testing. No unexpected no delivery or motor error alarms were noted. However, the drive support disk was found to be slightly loose. The device was received with a cracked case at display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
The customer called and reported he received a no delivery and motor error alarms on the insulin pump. The customer's blood glucose level was not known. During troubleshooting, customer stated the no delivery alarms were resolved by a complete set change. The motor error alarm reportedly occurred after motor errors, most likely during basal rate insulin delivery. It was also stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. The customer also stated there was a crack on the insulin pump. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.